Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the healthcare professionals were concerned for thrombus. The lvad reportedly had a large increase in both flow and power over the prior 18 hours on (B)(6) 2019. Patient¿s inr had been subtherapeutic. Log file review by technical services revealed unsustained power and flow elevations on (B)(4) 2018, (B)(4) 2019. Per technical services, the data that was reviewed did not contain attributes which would lead them to suspect the presence of thrombus within the motor chamber; however, that did not mean that thrombus was not present in the circulatory loop.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of elevated power and flow, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported concern for thrombus could not be conclusively established. The submitted log file captured transient elevations in power and flow were observed on (B)(6) 2018, 02jan2018, and 08feb2019, reaching values up to 10.2 w and 10.9 lpm, respectively. Outside of these events, power typically ranged between 5.8 and 7.2 w, and estimated flow typically ranged between 4.9 and 7.3 lpm. Despite the observed parameter elevations, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events. This IFU also outlines all pump parameters and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Any increase in power not related to increased flow causes erroneously high flow readings. Further, this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. Multiple attempts for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The manufacturer is closing the file on this event.